Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed it was cracked and had some physical damage on lower left front corner of top case and broken right plunger case. During the power up process and the check and test force sensor testing, the force sensor test error was found was found at power up and unable to calibrate the force sensor. The root cause of the reported issue was found to be contamination was found inside plunger assembly. Also, pump was dropped or mishandled by customer. Replaced the whole plunger assembly and top case. Performed power up process and all functional testing which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a system failure: force sensor test and broken case. No patient injury was reported.